Event description:
The patient's daughter reported, the patient developed an infection at the neurostimulator site in the chest. The device was removed, cleaned and re-implanted. The patient subsequently developed an infection along the extension track in the neck. The patient was treated with antibiotics.

Manufacturer narrative:
.